Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a sterile infiltrate in the left eye two days following lasik treatment. Trace diffuse lamellar keratitis was seen near the infiltrate at the margin only. The patient reported the eye is blurry, uncomfortable and notes a foreign body sensation. The topical steroids were increased to hourly then every two hours with pending follow up. Additional information requested.